Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the catheter is confirmed and was determined to be use-related. Two 20 ga powerglide pro catheters were returned for evaluation. An initial visual observation of each returned sample showed use residues throughout each device. Nothing remarkable was observed along sample 1. Sample 2 appeared to have a break at the distal end of the catheter. Under microscopic evaluation, the break in the catheter of sample 2 appeared to be diagonally shaped with a shiny, uneven fracture surface. The fracture edges appeared sharp. The catheter may break upon insertion if it is pulled against the needle bevel, causing a diagonal, or chevron-shaped split in the catheter tubing. The second returned catheter did not have evidence of damage. Note: a photograph of two powerglide pro catheters was also returned. The devices appeared consistent with the returned catheters and no additional information was obtained from evaluation of the photograph. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer "we had an epiv tip break off into a patient over the weekend. The placer said it happened on insertion but not sure when, but it was an unsuccessful insertion. She did not meet resistance when advancing the wire. She saw a the piece of the catheter in the patient's tissue via ultrasound. The md recommends leaving object retained and therefore it is not removed from the patient."